Manufacturer narrative:
(B)(4). Based on the preliminary evaluation of the returned device sample it is noted that the stylet body separated.

Event description:
The customer reports: lost doppler signal while in patient (approx.(B)(6) unable to get doppler back , PICC retracted, sensor wire not visible. Readjusted sensor, and then attempted to advanced. The PICC would not advance. Removed sensor and appeared to be split , took PICC out, and inserted new sensor again PICC would not advance. The case aborted at this time. Went to right arm.

Manufacturer narrative:
(B)(4). One vps stylet assembly was returned. The stylet was visually examined with and without magnification. Multiple kinks were observed throughout the stylet body. The transducer is missing from the distal end of the stylet body. The ECG wire is looping out of the skived area of the polyimide coating. Since the transducer is missing from the sample no functional testing could be performed. The sample was forwarded to the manufacturing site for further analysis. The following results were received: visual inspection - the jacket, santoprene black had an uneven shape. This type of shape reflects an over stress on the jacket. A portion of the ECG wire was found to be out of the jacket santoprene black inner diameter; it is exposed next to the connector. This could be because the jacket santoprene black was over stressed. It is possible that it was pulled off from the jacket santoprene instead of the strain relief. The tubing, polyimide was to be found kinked due to wire stainless steel bended, the tubing polyimide get the shape of the wire, ss. The distal tip was observed lifted and bend from the skiving window due to wire ss overstress. The distal tip was inspected at 20x and it was confirmed that no hex transducer is present. (Con't) other remarks: dimensional inspection - a dimensional inspection was conducted and all measurements were found to be in accordance with established procedures. The unique data capable to measure was capacitance and we got a measure of 185.3pf. This represents the capacitance value of the coaxial cable itself. A verification of failure mode reported in the current manufacturing process was conducted as follows: twenty five (25) stylets were taken from the current production line; p/n 30-0001-001 stylet, sub assembly non-sterile. The stylets were functionally and visually inspected (electrically and visual at 10x) and the issue reported "stylet body separated" was not observed in the current manufacturing process, the stylets were tested, inspected, correctly. In addition, the manufacturing processes was validated to perform 100% electrical test and 100% visual inspected at 10x before tray packaging. Five (5) stylets were taken from the current scrap bin from current production line; p/n 30-0001-001 stylet, sub assembly non-sterile, and an attempt was made to duplicate the failure mode. There is no manufacturing process that is capable to detach the hex transducer from the vps stylet. The unique failure that we were able to replicate was the wire ss out of the jacket santoprene black inner diameter, this was duplicated by stretching the jacket santoprene instead from the strain relief. The manufacturing site concluded: customer complaint cannot be confirmed neither manufacturing nor supplier related due to failure mode: "stylet body separated" could not be duplicated in any manufacturing stage. The sample of the complaint exhibit several kinks along all the vps stylet body. Due to overstress potential this failure can be assigned as product misuse. A device history record review was performed and did not reveal any manufacturing related issues. The report stated the doppler was lost and the stylet (sensor) appeared split. One stylet assembly was returned for evaluation. The transducer on the stylet distal tip was missing which confirmed the loss of doppler. The ECG wire was observed lifted and bent from the skive window in the stylet body. The outer neoprene jacket on the stylet assembly appeared to have been overly stressed during use. Operational context caused or contributed to this event because the damage to the cable is a characteristic of extensive or aggressive handling in the field by the user.

Event description:
The customer reports: lost doppler signal while in patient (approx. 40cm), unable to get doppler back , PICC retracted, sensor wire not visible. Readjusted sensor, and then attempted to advanced. The PICC would not advance. Removed sensor and appeared to be split , took PICC out, and inserted new sensor again PICC would not advance. The case aborted at this time. Went to right arm.